Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was in the hospital due to high blood glucose and pump malfunction. Customer did not provide specific malfunctions that caused the high blood glucose. Customer declined to report the hospitalization to 24 hour helpline.